Event description:
Attorney alleges plaintiff had a rupture, a capsulotomy and developed multiple physical symptoms including breast hardness, burning sensation, loss of sensation, nonspecific autoimmune symptoms, anxiety, stress, pain and suffering.